Manufacturer narrative:
The infection has resolved and the recipient was reimplanted with another cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company due to the hospital's hold policy. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was prescribed cipro 500mg bid in (B)(6) 2015. The recipient's device was explanted and the recipient underwent a pocket debridement. The recipient will be reimplanted at a later date.